Manufacturer narrative:
Patient was infiltrated around 150 ml and undermined with 3.0 mm cannula. The generator settings for the apyx handpiece were 60% power with a 1.0 lpm helium flow rate. The doctor states he used retrograde passes with the handpiece at 2 -3 cm per minute at a superficial or deep plane depth. The patient sustained a deep partial-thickness (second-degree) burn which progressed into a full-thickness (third-degree) burn with necrotic tissue. Patient is undergoing conservative treatment with ointment. Apyx's clinical operations manager performed an inservice with the doctor after the reported injury. The clinical operations manager noted inconsistencies in the doctor's technique, particularly with the motion and quantity of strokes, as well as the generator settings with what is outlined in the company's user training and subdermal coagulation technique considerations. After presenting their observations of high settings, repetitive strokes, and crosshatching to the doctor, both the doctor and the clinical operations manager suggested/believed technique as the most probable cause of the event. The device was discarded and not available for evaluation. Temporary and/or permanent injury as a result of a burn is a known potential complication for this technology and treatment.

Event description:
The patient sustained a deep partial-thickness (second-degree) burn which progressed into a full-thickness (third-degree) burn on their neck after a procedure in which renuvion was used as part of the overall surgical treatment.